Event description:
During the use of sureform 45 curve stapler for a robotic right lower lung lobectomy, dr. Ran into issues with the stapler not able to staple and cut a tissue. We had green staple loads at the time of use. We then switched to another green load, but that too was unsuccessful in stapling and cutting the tissue. The stapler activated halfway then stopped. We then proceeded to use a black load for thicker tissues, but that too was unsuccessful and the stapler did the same like the previous green loads. We then switched to a different sureform 45 curve stapler with black loads and was still unsuccessful in stapling and cutting the tissue. We notified intuitive hotline as well as assistance from an intuitive representative in the room. We were unable to solve the issue with the robotic stapler. Dr. Eventually had to use a covidien stapler to finish the case at hand. Both sureform staplers were saved along with the used stapler loads and given to robot coordinator for further investigation on why they were not working properly. No apparent patient injury occured during this ordeal. The case proceeded without any other issues and the patient was brought to recovery upon completion of the procedure.